Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) confirmed that no related errors were present on the system logs. The caller confirmed the procedure was completed normally, but they will call back if the issue reoccurs. The tse advised the caller, if the issue returns, to check if the draping is not being obstructed and that the sterile adapter is properly seated. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The tse was not able to confirm the issue but advised on what to do if the issue returns. The phone support details did not reveal any issues related to the customer reported event. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted malignant tongue base resection surgical procedure. The nurse reported to the technical support engineer (tse) post-surgery that the universal surgical manipulator 1 (usm 1) was feeling sticky and drifting. The nurse was unsure if it was the instrument itself or if it was related to the instrument controller in the surgeon side console (ssc). The nurse did not know if there were any error codes showing up while the issue was occurring. As the system was onsite, the tse could review the logs and they were clear. The surgery finished as normal, though customer will call back in case the issue occurs again. The procedure was completed with no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: this issue occurred during a head and neck procedure. The scrub nurse informed they have had no issues since and the procedure was successfully completed.

Event description:
Refer to h11 for follow-up information.